Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this report: d9, g3, g6, h2, h3 and h10. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Product complaint#: (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field indicated that during a balloon-assisted coil embolization of an anterior communicating artery aneurysm, the hub of the cerebase da guide sheath, 95cm (gs9095sd / 30436793) became loose and disconnected from the catheter shaft which led to back blood flow. The patient developed thrombus at the right m3 segment of the middle cerebral artery (mca) due to the reported blood loss and pooling. The issue was rectified intraoperatively, and the patient is doing okay. There was some residual thrombus noted on computed tomography (CT) post-procedure, but the physician stated that it is difficult to ascertain if solely device related. The physician believes hub adhesive issue could have been cause or contributory and would like the device evaluated. Blood came out from the faulty seal and possibly allowed air back in. Aside from this issue, the physician does like the device and will continue to use due to benefits of trackability and distal support. Femoral approach was used for the procedure. Photos of the alleged failure were provided. Additional information received on 04-nov-2020 indicated that excessive force had not been applied to the device. There was an adequate flush maintained through the devices. It was reported that the device was used and prepped according to the instructions for use (IFU). The event prolonged the procedure by approximately 15 minutes. The physician felt that the prolongation of procedure was clinically significant as thrombus formed in the m3 segment. The concomitant devices functioned as expected. It was noted that there was mild / moderate tortuosity at the internal carotid artery (ica). Additional information received on 16-nov-2020 indicated that the cerebral thrombosis resulted in infarction. The event was treated with integrilin. The patient was ¿normal¿ at baseline. Visual analysis on the photos received was performed, the ID band of the cerebase da guide sheath could be noted displaced near to the hub. Due to the photos provided, it cannot be determined if the ID band is loose, at this time it cannot be determined if the hub is separated from the unit, and this may make the ID appear to be out of place, no other damages could be observed. A manufacturing record evaluation (mre) was performed for the finished device 30436793 number, and no non-conformances related to the reported complaint condition were identified. A non-sterile unit cerebase da guide sheath, 95cm was received inside of a pouch. The device was visually inspected, and it was found that the ID band is out of position, also a bent / cracked condition was noted at 54.5 cm from proximal. The cerebase da guide sheath, 95cm a functional test was performed while flushing the device to find any leak. A leak was observed below the ID band. The bent / cracked condition noted on the body of the device may appear to be caused by force and/or handling applied to the device at the procedure time, however this cannot conclusively determine. The complaint reported by the customer ¿luer hub - separated-during use¿ was confirmed, since a separation ¿crack¿ was found below the ID band causing the leak observed during the functional test. This condition may be related to the usage and ID band out of position noticed during the visual inspection, however, it cannot be conclusively determined at this moment. An internal action has been opened to address this issue. Luer hub separation from catheter shaft, vessel thrombosis, and cerebral infarction are known potential complications associated with the cerebase da guide sheath. Based on the information available for review, it is not possible to determine the root cause of the event. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. An internal action has been opened to address the leakage observed during the product analysis.

Manufacturer narrative:
Product complaint #(B)(4). Section b5: additional information received on 16-nov-2020 indicated that the cerebral thrombosis resulted in infarction. The event was treated with integrilin. The patient was ¿normal¿ at baseline. No further information was provided. Based on the additional information received, ischemic stroke has been added as a health effect - clinical code. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on thie medwatch report: g3, g6, h2, h6, h10 and h11. Updated complaint conclusion: a report from the field indicated that during a balloon-assisted coil embolization of an anterior communicating artery aneurysm, the hub of the cerebase da guide sheath, 95cm (gs9095sd/30436793) became loose and disconnected from the catheter shaft which led to back blood flow. The patient developed thrombus at the right m3 segment of the middle cerebral artery (mca) due to the reported blood loss and pooling. The issue was rectified intraoperatively, and the patient is doing okay. There was some residual thrombus noted on computed tomography (CT) post-procedure, but the physician stated that it is difficult to ascertain if solely device related. The physician believes hub adhesive issue could have been cause or contributory and would like the device evaluated. Blood came out from the faulty seal and possibly allowed air back in. Aside from this issue, the physician does like the device and will continue to use due to benefits of trackability and distal support. Femoral approach was used for the procedure. Photos of the alleged failure were provided. Additional information received on 04-nov-2020 indicated that excessive force had not been applied to the device. There was an adequate flush maintained through the devices. It was reported that the device was used and prepped according to the instructions for use (IFU). The event prolonged the procedure by approximately 15 minutes. The physician felt that the prolongation of procedure was clinically significant as thrombus formed in the m3 segment. The concomitant devices functioned as expected. It was noted that there was mild/moderate tortuosity at the internal carotid artery (ica). No further information was provided. Additional information received on (B)(6) 2020 indicated that the cerebral thrombosis resulted in infarction. The event was treated with integrilin. The patient was ¿normal¿ at baseline. Additional clarification was received from the reporting physician on (B)(6) 2021. During the conversation, the physician described the event with the catheter, including the clinical conditions and device and procedural adverse events. The physician described noticing an intraprocedural catheter leak at the hub/shaft interface. During the case, which was an aneurysm coiling, distal emboli were noted. The physician stated that he did not believe the distal emboli were related to the hub leak condition within a reasonable level of certainty. The physician was additionally contacted on march 12, 2021 to confirm his position on relatedness of the failure of hub/shaft leak/crack with the event of distal emboli. His responded ¿no, not the cause. Difficult to be 100%, but fairly unlikely¿. Based on his response and confirmation, the failure mode is not deemed related to the clinical event of distal emboli.¿ visual analysis on the photos received was performed, the ID band of the cerebase da guide sheath could be noted displaced near to the hub. Due to the photos provided, it cannot be determined if the ID band is loose, at this time it cannot be determined if the hub is separated from the unit, and this may make the ID appear to be out of place, no other damages could be observed. A manufacturing record evaluation (mre) was performed for the finished device 30436793 number, and no non-conformances related to the reported complaint condition were identified. A non-sterile unit cerebase da guide sheath, 95cm was received inside of a pouch. The device was visually inspected, and it was found that the ID band is out of position, also a bent/cracked condition was noted at 54.5 cm from proximal. The cerebase da guide sheath, 95cm a functional test was performed while flushing the device to find any leak. A leak was observed below the ID band. The bent/cracked condition noted on the body of the device may appear to be caused by force and/or handling applied to the device at the procedure time, however this cannot conclusively determine. Luer hub detachment from the catheter shaft is a known potential procedural complication associated with the cerebase da guide sheath. The complaint device was returned for analysis and the alleged failure was confirmed during visual and functional testing. Based on the information available for review, it is not possible to determine the root cause of the event; however, an internal corrective action has been opened to investigate this issue. The reporting physician did not believe that the distal emboli was related to the hub leak condition within a reasonable level of certainty. Patient, procedural, and pharmacological factors may have contributed to the reported thrombus. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. An internal action has been opened to address the leakage observed during the product analysis. Additional clarification was received from the reporting physician on 12-mar-2021. A telephone meeting was held between the reporting physician and cerenovus team members. During the conversation, the physician described the event with the catheter, including the clinical conditions and device and procedural adverse events. The physician described noticing an intraprocedural catheter leak at the hub/shaft interface. During the case, which was an aneurysm coiling, distal emboli were noted. The physician stated that he did not believe the distal emboli were related to the hub leak condition within a reasonable level of certainty. The physician was additionally contacted on march 12, 2021 to confirm his position on relatedness of the failure of hub/shaft leak/crack with the event of distal emboli. His responded ¿no, not the cause. Difficult to be 100%, but fairly unlikely¿. Based on his response and confirmation, the failure mode is not deemed related to the clinical event of distal emboli.¿ section h6 health effect - clinical code: no signs, symptoms or patient involvement section h6: health effect - impact code: no patient consequence.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Based on the visual photo analysis, the ID band of the cerebase da guide sheath could be noted displaced near to the hub. Due to the photos provided, it cannot be determined if the ID band is loose, at this time it cannot be determined if the hub is separated from the unit, and this may make the ID appear to be out of place, no other damages could be observed. A manufacturing record evaluation (mre) was performed for the finished device#: (B)(4), and no non-conformances related to the reported complaint condition were identified. The reported condition ¿luer hub- separated-during use¿ was confirmed since the ID band was not found at its place and this may be related to the loose condition of the hub reported by the user. The mre suggest that the failure reported by the customer could not be related to the manufacturing process. No corrective action will be taken at this time. Further investigation will be performed if the device returns for analysis. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise, which materially alter information submitted in a previous MDR report.

Event description:
A report from the field indicated that during a balloon-assisted coil embolization of an anterior communicating artery aneurysm, the hub of the cerebase da guide sheath, 95cm (gs9095sd/30436793) became loose, and disconnected from the catheter shaft, which led to back blood flow. The patient developed thrombus at the right m3 segment of the middle cerebral artery (mca) due to the reported blood loss and pooling. The issue was rectified intraoperatively, and the patient is doing okay. There was some residual thrombus noted on computed tomography (CT) post-procedure, but the physician stated that it is difficult to ascertain if solely device-related. The physician believes hub adhesive issue could have been cause, or contributory and would like the device evaluated. Blood came out from the faulty seal and possibly allowed air back in. Aside from this issue, the physician does like the device, and will continue to use due to benefits of trackability and distal support. Femoral approach was used for the procedure. Photos of the alleged failure were provided. No further information was provided. Additional information received on 04-nov-2020 indicated that excessive force had not been applied to the device. There was an adequate flush maintained through the devices. It was reported that the device was used, and prepped according to the instructions for use (IFU). The event prolonged the procedure by approximately 15 minutes. The physician felt that the prolongation of the procedure was clinically significant as thrombus formed in the m3 segment. The concomitant devices functioned as expected. It was noted that there was mild/moderate tortuosity at the internal carotid artery (ica). No further information was provided.